Manufacturer narrative:
(B)(4). Concomitant medical products - oxf twin-peg cmntd fem md PMA catalog #: 161469, lot #: 604250, and oxf anat brg rt md size 4 PMA, catalog #: 159576, lot #: 676060. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00278 and 3002806535-2017-00230.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to pain. All components were removed and replaced with total knee implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.